Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically in the right axillary/subclavian artery in a 52-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was oozing from the access site. A jackson-pratt (jp) drainage was in place. Heparin was held until the bleeding resolved. The patient continues on support. While on support, the impella functioned at p-8 at 4.5l/min as intended with d5w sodium bicarbonate in the purge solution. The reported bleeding can be attributed to the systemic heparin being infused.